Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the left ventricular (lv) lead for impedance rise above the clinician programmed upper limit. The lv lead remains in use. No patient complications have been reported as a result of this event.